Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where one infusion set fell off on 15-jun-2024. The infusion set was in use for eight hours. Blood glucose at the time of event was noticed 330 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.